Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2019, 507652, lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had early battery depletion and that the left ventricular (lv) lead exhibited high thresholds. It was noted that the crt-d triggered early eri (elective replacement indicator) in presence of high current drain on lv lead. The crt-d was explanted and replaced. The physician chose not to replace the lv lead at the time of generator replacement due to the patient¿s condition and advanced age. The lv lead remains in use. No patient complications have been reported as a result of this event.